Event description:
It was reported that one (1) device was used during a thoracoscopic bleb resection. The clear tip of the trocar fell into the pt and was not retrievable. The procedure was completed however or time was extended by 30 minutes. The device is in the possession of the customer. There have been no subsequent issues with the pt.